Event description:
A piece of the endoscopic vein harvest - evh - disposable device was noticed missing from the tip. The piece was later found in the pouch used to keep loose instruments on the surgical field. Reason for use: evh for vein retrieval for CABG.